Event description:
During a shoulder repair utilizing a twist drill, flex, crvd, for 2.3 sa, it was reported that the tip of the drill broke off inside the glenoid. The tip remains embedded in the patient's bone. A back-up device was available to complete the procedure. There were no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: one twist drill, flex, crvd, for 2.3 sa device was returned for evaluation of a broken drill. Visual examination confirmed that the drill tip was missing. Drill shaft is dramatically bowed. Due to the condition of the returned device, a dimensional evaluation could not be performed. The fracture of the device has occurred at the distal weld zone to the distal tip of the flexible coil. This location is the high stress zone of the drill. The flexible coil is unwinding, which is a condition seen when the drill is run in reverse. The breakage is consistent with excessive torsional force. Based on the information provided and the condition of the returned device, no root cause related to the manufacture of the device can be established. A review of the nonconformance database has not identified any issues during the manufacture of this device. No further investigation is warranted at this time. (B)(4).